Event description:
It was reported that approximately 17 months after 2 rx vision stents were implanted in the proximal and mid right coronary artery (rca), the patient had an abnormal cardiac stress test. The patient underwent angioplasty in the restenosed proximal rca. The patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Ischemia and restenosis are known adverse events as listed in the vision coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.